Manufacturer narrative:
The device manufacturer date could not be determined because the lot number is not available. The suspect device was not sent to olympus for evaluation. An olympus field service engineer confirmed the lock lever of the connecting tube was broken. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to external stress applied. A cause of the external stress could be a hard object hitting the connecting tube or applied force to the lock lever in the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "abnormality can be detected by performing the following inspection. ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that multiple connecting tubes popped off during reprocessing cycles in the automated endoscope reprocessor (aer) and the user could not get the spring clips back on. An olympus field service engineer went on-site and confirmed the connectors were usable. The customer stated they would occasionally get a flow error from the aer but the problem was not interrupting the work flow. There was no patient involvement in the event. This report is for connecting tube model maj-2110. Connecting tube model maj-2113 was reported on medwatch #(B)(4). With patient identifier (B)(6). Connecting tube model maj-2112 is being reported on the medwatch with patient identifier (B)(6).